Manufacturer narrative:
(B)(4).

Event description:
It was reported " due to what appears to be a flaw in disposable device construction, there was a blood leak into the atmosphere". Additional information states that another catheter was placed into the same insertion site to continue therapy. No pateint injury or consequence reported.

Event description:
It was reported " due to what appears to be a flaw in disposable device construction, there was a blood leak into the atmosphere". Additional information states that another catheter was placed into the same insertion site to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was noted tethered and connected to short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 49.5cm, 58.3cm and 72.5cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 49.6cm, 59.5cm and 72.6cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "there was a blood leak" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR) , the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4). The reported complaint that "there was a blood leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " due to what appears to be a flaw in disposable device construction, there was a blood leak into the atmosphere". Additional information states that another catheter was placed into the same insertion site to continue therapy. No pateint injury or consequence reported.